Event description:
Situation: the tip of a catheter broke off into a patient during a pericardiocentesis. Background: this is an elderly patient who underwent a successful pericardiocentesis on by the end of this month. Upon withdrawal of the catheter, resistance was met. Interventions to safely remove the catheter took place. However, the distal tip of the catheter broke off. CT surgery was consulted and came to assist, additional attempts to remove the retained catheter tip. Assessment: disclosure to the patient and family occurred. An incident report has been filed and the package with lot number has been sequestered. This does not meet dph reporting criteria as removal of the catheter tip would likely require a sternotomy and the risks outweigh the benefits. (B)(6) hospital system was recently informed by boston scientific that the perivac kits stocked were being replaced due to inability to obtain product from an outside vendor. We believe this to be a system issue. We have received similar complaints from (B)(6) hospital and (B)(6) hospital regarding the catheter in this kit.